Event description:
It was reported that during the implant procedure, the ventricular setscrew on the pulse generator would not tighten with the wrench. The tug test was performed and the leads were secure. All electrical measurements were normal, the device was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.